Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was defective. This was discovered before use. The following information was provided by the initial reporter: defect presented: biased plastic part, impossible to prick patients with this material.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020 . H.6. Investigation: one photo, one actual sample, and three representative samples were received by our quality team for evaluation. Upon visual inspection of the actual sample, it was observed that the needle pierced through the catheter; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that bd insyte¿ IV catheter was defective. This was discovered before use. The following information was provided by the initial reporter: defect presented: biased plastic part, impossible to prick patients with this material.